Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1: address 1. E1: phone number.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of a calcified right common femoral artery (rcfa) using the pre-close technique via a 6f prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no suture was present when the plunger of two proglide devices was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. Arteriotomy closure of the calcified left common femoral artery (lcfa) was attempted using one proglide device after the tavi procedure using a 6f sheath; however, no suture was present when the plunger was removed. Another proglide device was used to achieve hemostasis in the lcfa. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 14f prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, three proglide devices did not capture the tissue due to calcium. The angle of deployment was adjusted and the sutures of two new proglide device were successfully pre-placed. The sheath size remained a 14f and the tavi procedure was completed. Hemostasis was achieved with three proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.